Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm volbella® xc. The patient developed ¿late onset granulomas or nodules¿ in the lips 5 months post-treatment. Biopsy was not provided. The patient was treated with hylenex and 5fu. The event is ongoing.